Event description:
On or about (B)(6), 2009, a sparc was implanted in the plaintiff to treat her stress urinary incontinence. On or about (B)(6), 2012 the plaintiff underwent repair surgery. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures." And other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.